Manufacturer narrative:
The device was returned to the service center and an evaluation completed. The service technician identified a sticking power supply switch, failure of the video cable connectors, and printed circuit board failure resulting in loss of image. The user report was confirmed.

Event description:
It was reported that during a unspecified procedure, the unit was not bringing up images when used with a 180 scope and 160 scope.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03801. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be due to a failure of the op-amp. An image may not be output, so you suspect that an image could not be loaded into the usb. Olympus will continue to monitor the field performance of this device.